Event description:
The customer reported to customer service that her transformer housing came apart.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product was received on 12/17/2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusion can be made as to the cause of the event. Attempts to obtain add'l info from the customer were unsuccessful, including a final attempt by letter. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a heights of 1.0 m and the housings showed damaged and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.